Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level increased to 535 mg/dl. Customer gave correction insulin doses using pump and injections to address the high bg. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed supplies as necessary and resumed insulin therapy.